Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported he has had high blood glucose for the entire second half of the day. Customer's blood glucose was 538 mg/dl. He treated with twelve units of insulin through a manual injection. Customer stated he disconnected from the infusion set and ran insulin through, but insulin did not exit. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The device passed the high pressure test. The cannula was straight. Customer was advised that high blood glucose levels are often caused by infusion set or site issues. Customer also reported the buttons were being pressed and the device was going through screens. Customer sweats a lot. He was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).